Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the suction was poor, and the IV pole sticks. The IV pole was able to be moved manually. The case was completed as planned. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the pole was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on july 19, 2011. Based on qa assessment, the product met specifications at the time of release. The system exhibited no problems functionally. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).